Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site. The patient underwent a surgical procedure (date not reported) to excise the excess skin. During the same procedure the abutment was removed and the site was sutured closed. The implanted device remains.